Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a long stenosis lesion located in the right coronary artery with three stents being used. When the xience prox 3.50 x 33 mm stent was advanced to the lesion, and inflated one time to 18 atmospheres, the contrast could not be fully removed from the balloon after negative was held for greater than 30 seconds. An attempt was made to remove the entire sds with the balloon partially deflated but resistance was noted and the shaft of the sds broke inside the guiding catheter. The entire system including the separated shaft was withdrawn with the guiding catheter and introducer (radial). The device was prepped according to the instructions for use. The procedure was completed by stenting the area and post-dilating the stent. There were no adverse patient effects however there was a delay as conversion was made to the femoral artery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficult to remove and the reported deflation issue were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.